Manufacturer narrative:
Reference reporting site internal file number (B)(4). The actual device is not being returned to MFR , however, if further info becomes available to the MFR a follow-up report will be provided.

Event description:
The cuff did not inflate due to air leakage from pilot balloon.